Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to unknown lot number.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had no scale markings. This defect was noticed before use. The following information was provided by the initial reporter, translated from japanese to english, "scale wasn't printed."

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had no scale markings. This defect was noticed before use. The following information was provided by the initial reporter, translated from (B)(6) to english, "scale wasn't printed."